Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced light headedness. Also, the ra lead exhibited intermittent atrial over sensing on stored electrogram. No additional adverse patient effects were reported.